Event description:
Info received indicates the head control is not working. The head would go up then stop and would not function. The tech found the control board assembly had a shorted component and the lift nut on head drive assembly was damaged. After replacing the control board assembly and installing a new lift nut, the bed still had the same issue. The tech found the left head siderail was malfunctioning, causing the head of bed to rise continuously. The tech replaced the siderail to repair the bed.